Manufacturer narrative:
Device not received changed yes to no. A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had altered level of consciousness, was unresponsive, not following commands, slight withdrawal to noxious stimuli, with slight left gaze preference, left pupil was sluggish; cough, gag, and corneal reflexes were present. National institutes of health stroke scale (nihss) score was 27 and intracerebral hemorrhage (ich) score of 3. A head CT showed large, 110cc, left frontal intracerebral and intraventricular hemorrhage with midline shift. The patient received protamine sulfate, mannitol and hypertonic saline solution. Neurosurgery was consulted and the patient was deemed not a surgical candidate. The patient was made as do not resuscitate and comfort care only. No additional information provided.